Event description:
Lumbar disc scrapper was bent and fractured at distal end while opening the disc space. No surgical technique was provided. No patient anatomy was provided. No harm or injury to the patient was observed. Case was completed. Part was not returned. Images of part were provided where evidence of part bending before breaking is captured. Though we do not know the usage modality due to lack of information, we know the axis of the tool was not kept aligned while using the instrument, causing it to fracture at the distal end. User error.